Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this inner guiding catheter's distal tip broke off upon pulling out during procedure. The tip was left in the patient and the physician was able to snare and remove the tip through the superior vena cava. This catheter was used as is. No adverse patient effects were reported.